Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. An x-ray was performed which revealed the lead had dislodged. A revision procedure was performed and this lead was successfully explanted and replaced. The available information suggests this lead will not be available for return. No additional adverse patient effects were reported.